Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. Archive has 1ct exam with 481 slices, no plan data was found re gistration was performed with an accuracy of 1.0mm, large amount of points were collected for registration but many points were collected below the nose on the soft tissue, some points were sunken into the skin and the points were also overlapped. Logs captured there were three sessions on the date of issue, site used stdfess procedure and performed so many registration using touch_trace type of registration with an accuracy of 1.6mm at the end using trace registration. Suspecting frame movement might have caused the reported behavior and lot of coil noise was observed. Apart from that there is insufficient information to determine whether a software anomaly contributed to the reported behavior. D15 is applicable. Previously reported codes b01 and c19 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2 medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that  this site experienced and alleged inaccuracy during a case. The site achieved a passing registration using the patient reference frame registration method. It was reported that "verifying external landmarks was great." However, inaccuracies of 3.9, 4.4 and 3.0 mm were found throughout. The site then completed a passing registration using the trace registration method. It was reported that "this was still not accurate. We found inaccuracies of 5.3mm." The 3d model was not edited in either instance and the 3d model was cropped at the forehead. The surgeon elected to continue the procedure without navigation. There was no patient impact reported. Additional information was received. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.